Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 433 mg/dl. The customer stated they felt fatigued and thirsty so they changed their set twice and had a high blood glucose reading. The customer stated they believed that the insulin pump was not delivering insulin and not telling the customer no delivery for the insulin pump. The customer treated their high blood glucose with a manual injection. The customer was assisted with troubleshooting the insulin pump. There were no leaks or air bubbles present in the insulin pump for the customer. The customer wanted to run a high pressure test but the test could not be performed until the tubing clamp was received by the customer. The customer will call back to perform the high pressure test when the tubing clamp arrives in the mail. Thr product will not be replaced. The product will not be returned for analysis.